Event description:
The patient's chest was described as very hairy, but was not prepped prior to combination electrode placement. Reportedly, the device prompted check electrodes and an analysis of patient ECG could not be performed. The operator was able to analyze and deliver device defibrillator energy to the pt three times successively. The pt was not resuscitated. The reporter indicated the reported discrepancy did not adversely affect the pt outcome, due to a lack of patient viability.